Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: a post-operative leakage occurred from the real incision area. Were other color cartridges used during the lung procedure? No. Was buttressing material used during the event? The buttressing material was used in a part of the stapleline in cases. The site of pneumothorax was fired with the buttressing material, but the bleeding occurred. The bleeding occurred from the edge of the staple line, not staple hole. Does the surgeon usually use black on lung parenchyma? Yes. But dr wanted to know whether the black cartridge was used usually for the lung panrechyma in the world. Surgery: partial pneumothorax resection/partial resection of malignant lung site of use: parenchymal resection. Intraoperative leak test was uneventful. Staple formation was also without discomfort. Stapler was used as usual. The procedure at the time of reoperation was suture single ligation. The patient was discharged safely. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown respiratory surgery, a black cartridge was used. A post-operative leakage occurred from the real incision area. Postoperative hemothorax occurred, resulted in reoperation, but there was bleeding from the staple dissection (not the staple line, but the transected edge). There was prior compression. The surgeon said, ¿the cartridge black may not have been sufficiently compressed.¿ additional sutures were performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. Additional information was requested and the following was obtained: was the lung parenchyma particularly thick or abnormal? No additional information was provided from the hospital. What was meant by ""real incision area""? It means that the real incision area was the staple line of the lung parenchyma. Is the surgeon interested in speaking with ethicon medical and engineering staff? No. The surgeon spoke with sales rep.